Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with loss of capture due to high thresholds on their right ventricular lead. An x-ray was performed on (B)(6) 2021 which revealed that the lead had dislodged. The patient was pacemaker dependent, so the physician elected to explant and replace the right ventricular lead on (B)(6) 2021. The patient was stable throughout.